Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the key of the driver broke. No fragment of the broken instrument remained in the patient. No patient complications were reported due to this event.